Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator stopped pacing by itself. An alternative generator was used with the same wire and battery and was okay. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. It was noted that the lower case was broken, one side bail was bent and the battery drawer was contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.